Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position. During the tavr, there was difficulty inserting the 14fr esheath+ through the access site due to scar tissue from a previous procedure. Therefore, a cut-down was performed in order to get through the scar tissue. There was then difficulty advancing the 23mm commander delivery system (ds) through the esheath+. Due to the high push forces, the flex tip of the ds became bent in the descending aorta. As the valve wasn't fully aligned between the markers, it was difficult to perform valve alignment on the balloon; the valve was unable to successfully deploy in the annulus due to valve slippage, which was caused by not being fully aligned on the balloon. This resulted in the inflow-side of the valve being partially expanded. All the devices were removed as a unit; during this withdrawal, part of the patient's external iliac artery was removed from the patient's body. An occlusion balloon was placed in the right common iliac artery while a covered stent was also implanted in the external iliac artery. Ultimately, the patient passed away due to blood loss while attempting vessel repair.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided 3mensio imagery revealed calcification and tortuosity was present in the patient's right access vessel. Device imagery showed that the patient's intima tissue had been removed with the delivery system and sheath. In addition, post-withdrawal inflation was attempted on the back table and was unsuccessful; the valve was deployed asymmetrically, with the inflow side partially expanded over the proximal balloon shoulder, and the nose tip of the delivery system was observed to be canted, likely due to device manipulation at back table. Compressions of the flex tip were also noted. Intraoperative and fluoroscopic video showed flex tip compression and canting; the valve was not positioned between the markers (too proximal) prior to deployment, which led to the valve being pushed toward the aortic direction, resulting in minimal or incomplete inflation of transcatheter heart valve (thv) inflow. In this case, the complaints of system component damaged, valve alignment difficulty, valve not between alignment markers and deployed, and difficulty to withdraw system with valve through vasculature were confirmed based on the evaluation of the provided imagery. As reported, resistance was experienced during insertion of the delivery system through the sheath. Per the IFU/training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. As per provided information, the patient presented scar tissue at the access vessels. Scar tissue can create a restricted pathway or constrained condition, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. If high push force or manipulation was applied to overcome the encountered delivery system insertion resistance through sheath, that could lead to the observed flex tip compression and canting. Due to a damaged flex tip, it is possible that the crimped thv became non-coaxial and unseated from the flex tip during alignment. This condition could have led to increased alignment forces, prevented full valve alignment during the fine-adjust step, and contributed to the reported fine-adjust difficulty. Additionally, the training manual instructs the user to ''center the thv exactly between the valve alignment markers with no gap or overlap'' and to ''check to ensure thv is exactly between the valve alignment markers'' prior to thv deployment. Evaluation of provided imagery showed that the valve was not positioned between the markers prior to deployment. As a result, the valve was pushed toward the aortic direction during deployment, which led to minimal inflation of the valve inflow. It was reported that the valve was partially deployed with a flared inflow because it had not been positioned between the alignment markers prior to deployment, which increased the overall valve profile. According to the IFU/training manual, ''thv can be retrieved through the sheath only before thv deployment (still crimped)''. The enlarged valve profile likely caused interaction with the patient's vasculature during withdrawal, contributing to the reported difficulty and vascular complication. As such, available information suggests that procedural factors (high push force, device manipulation, damaged flex tip, withdrawal of an altered thv profile) and use error may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.